Event description:
It was reported that increased lead impedance was observed. Fluoroscopy revealed lead fracture and externalized conductors due to insulation abrasion were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.